Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that upon a routine followup visit, a medium strut on an external fixation construct of patient's right ankle was observed to be broken. A new strut was installed.

Event description:
It was reported that upon a routine followup visit, a medium strut on an external fixation construct of patient's right ankle was observed to be broken. A new strut was installed.

Manufacturer narrative:
The reported event that hexapod strut, medium hoffmann lrf 131mm-191mm was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be manufacturing and supplier related. The failure was caused by manufacturing components out of specifications. The event involved a product problem indicating a non-conformity which is investigated and addressed through a nc and a CAPA. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.